Manufacturer narrative:
The field service representative could not find a cause and performed adjustments of the sample probe, reagent probe and mixing paddle. Performance testing and precision was completed which passed. The provided calibration and qc data did not indicate an issue with the reagent nor instrument. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter received questionable troponin t gen5 stat results from the cobas e411 disk analyzer. As part of cardiac testing, the patients have three different samples drawn and troponin t is measured at each draw. The cardiac doctors monitor the patients with a delta check >5 ng/l. Data was provided for two patients. All of the results were reported outside of the laboratory. Patient 1: sample 1 drawn (B)(6) 2019 at 09:42 am: <6 ng/l with a data flag. Sample 2 drawn (B)(6) 2019 at 13:05 pm: 16 ng/l. Sample 3 drawn (B)(6) 2019 at 18:57 pm: <6 ng/l with a data flag. Sample 2 was repeated on (B)(6) 2019 and the result was <6ng/l with a data flag. Patient 2 ((B)(6) male born on (B)(6)): sample 1 drawn (B)(6) 2019 at 08:21 am: <6 ng/l with a data flag. Sample 2 drawn (B)(6) 2019 at 09:30 am: 17 ng/l. Sample 3 drawn (B)(6) 2019 at 11:29 am: <6 ng/l with a data flag. Sample 2 was repeated on (B)(6) 2019 and the result was <6ng/l with a data flag. There was no allegation of an adverse event. The reagent lot number was 38154201 with an expiration date of 31-may-2020.